Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for headache. It was reported that when the patient woke up on the morning of the report, the patient experienced ¿screaming pain in the back of the head¿. The patient mentioned that she initially thought she slept weird and could handle the pain, but when they went to increase the stim, there was a doctor screen displayed; the patient was unable to remember or confirm which letters were displayed. The implantable neurostimulator (ins) was charged and the patient was able to turn the therapy back on and up, but the therapy was not managing the pain. The patient also mentioned that they had an x-ray about two weeks prior to the report. The patient wanted a manufacturer representative (rep) to meet with them at their healthcare professional (hcp) office in the following week. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw the hcp to jumpstart the ins. The patient said she now knows she needs to charge every week and she was going to use more pain cream on her head until the hcp is able to replace the ins. No further complications were reported.